Event description:
It was reported that the healthcare professional felt that the implantable cardiac monitor (icm) was collecting false atrial fibrillation (af) episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.